Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics on two occasions for low blood glucose levels. Prior to the first event, the customer experienced hypoglycemia while purchasing an airplane ticket at the airport. The customer ate inside the airplane, and felt fine. The customer went to bed late that night. At 4:00 am, the customer somehow woke up his wife, and she began trying to treat him for low blood glucose levels. She called the paramedics, and they treated the customer. On (B)(6) 2011, the customer again experienced hypoglycemia. This time, after playing golf. The customer lost consciousness in his car, and the paramedics were called. The customer's blood glucose reading was 32 mg/dl. The customer has been working with his healthcare professional since the events. Nothing further was reported.